Event description:
The company received a report that use of the tube for a cervical spine mrt (magnetic resonance tomography) revealed unspecified artifacts in the patient's cervical spinal area. There is no deficiency being reported against the tube, but due to visual observation of unk artifacts, the end physician elected to remove the tube and perform the mrt with another tube. The customer noted that there was no injury to the patient.

Manufacturer narrative:
(B)(4). Applicable 510k# for u.s distributed part is k884730. The sample associated to this report is not expected to be returned. The customer has confirmed there is no deficiency with the product, but due to visual observation of unspecified artefacts during the mrt procedure, the end physician elected to remove the tube and perform mrt with a unspecified replacement tube. If any new or significant info becomes available related to this report, a summary will be provided in a supplemental report.